Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, an increase in capture threshold and a decrease in sensing were observed on the right ventricular lead. No patient symptoms were reported. X-ray imaging revealed that the lead had become dislodged. The lead was successfully explanted and replaced.